Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, prime, occlusion, and excessive no delivery tests. There was an intermittent motor error alarm during the rewind sequence due to motor oil on the motor home switch. The following physical damage was also noted: minor scratches on the lcd window, cracked casing at an lcd window corner, cracked reservoir tube lip, scratched reservoir tube window, and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone that the customer's insulin pump alarmed with a motor error during basal and bolus delivery. The patient's blood glucose at the time of incident was 200 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer was assisted with clearing the alarm. Two motor errors were found in the pump's alarm history within the past thirty days. The customer was also able to complete the rewind. The insulin pump was returned for analysis and a replacement device was shipped to the customer.